Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via reduced intrinsic complexes. The system was implanted last december and the patient reported to the hospital with a pocket infection and erosion a couple of weeks post implant. The doctor successfully addressed the infection and erosion. Then the patient had the inappropriate shock. Device interrogation yielded an error message due to a long charge time. The device was beeping. The high energy shock impedance was one ohm, which is low and out of range. The system was x-rayed and it confirmed that the electrode had dislodged with some of it in the pulse generator pocket. The doctor will schedule a system revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only.it was reported that the patient had an inappropriate shock due to the oversensing of noise via reduced intrinsic complexes. The system was implanted last december and the patient reported to the hospital with a pocket infection and erosion a couple of weeks post implant. The doctor successfully addressed the infection and erosion. Then the patient had the inappropriate shock. Device interrogation yielded an error message due to a long charge time. The device was beeping. The high energy shock impedance was one ohm, which is low and out of range. The system was x-rayed and it confirmed that the electrode had dislodged with some of it in the pulse generator pocket. The doctor will schedule a system revision. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.